Event description:
Boston scientific received information that high shock impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead through the remote monitoring system. No adverse patient effects were reported. Attempts to obtain additional information were unsuccessful. All available information indicates that no intervention was performed at this time and that the device and lead remains in service. Additional information later received indicated that the patient's shock impedance measurements were 112 ohms, which were considered stable considering that the shock impedance measurements at implant was 100 ohms. Thus, no intervention was necessary. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A follow up planned at a later date. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that all measurements and trends were within range when the patient presented for follow up a month ago. Further, pacing threshold measurements had also normalized. Hence, normal follow up will be continued. No adverse patient effects were reported. The device and lead remain in service.

Event description:
Additional information was received indicating that the device and the competitor's rv lead continued to exhibit high shock impedance measurements. Additional information indicated that the latest shock impedances have remained within range at this time; however, increased pacing threshold measurements were observed. The hospital technician will consult the physician if technical analysis was needed. The patient later presented for follow up with no out of range measurements observed. An x-ray was also obtained, which showed the device in a lower position from where it was originally implanted. The lead remained in place, though. An extra follow up was planned at a later date. No adverse patient effects were reported. The device and lead remain in service.